Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Faradrive sheath was properly prepped and flushed pre-procedure. After faradrive insertion, physician was aspirating through sheath side port and there were continual amounts of air being withdrawn with the syringe. There was no air observed coming back through the clear shaft that was inserted into the patient. Physician proposed that this air was coming from the hemostatic valve on the sheath. He tried using a smaller syringe and aspirated very slowly but was still getting bubbles come back. After repeated aspirations and no bubbles observed coming back through the clear shaft, he decided to continue on with the procedure. The case was completed using the original device and no patient complications were reported. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.